Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years due to aortic stenosis. The tavr procedure was successfully performed with a 20mm 9750tfx transcatheter valve. There were no complications.